Event description:
Unable to sleep (poor quality of sleep) [poor quality sleep]. Experiencing tremendous knee pain [arthralgia]. Knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010 from a male pt, who experienced tremendous knee pain, was unable to sleep, and had a knee effusion after receiving synvisc-one. On (B)(6) 2010, the pt reported that he had received an injection of synvisc-one into one of his knees (specific knee not known) on (B)(6) 2009. The pt reported that starting a few days ago, he experienced tremendous knee pain in the knee that was injected with synvisc-one. He reported that he had to take advil and was unable to sleep due to the pain. He stated that he went to see his physician who administered cortisone in the affected knee and drained blood from his knee. He also stated that he has been instructed by his physician to exercise his knee. At the time of this report, the outcome of the pt was unk. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.